Event description:
It was reported that the clot retriever device was used during a stroke case. Reportedly, after use and removal from the patient and on the back table, it was noted that the distal 5mm tip of the lead wire stretched and came apart at some point after second pass. The case was successfully completed with another device of the same model. The patient is fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation is completed.

Manufacturer narrative:
Device evaluation: investigation conclusion: the investigation of the returned eric device found the distal coil detached and stretched, which is consistent with the alleged product issue. The attachment monofilament was also found to be broken at the distal end and appeared frayed. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.